Event description:
As reported by the customer: "parent reports the pump did not deliver and child has been hospitalized and in serious condition. The mother reports thinking the pump was delivering, but when she returned, the pump had delivered no food."

Manufacturer narrative:
The device has not been returned. The company has attempted to have the customer return the device without success. Upon receipt of the device, moog medical devices group will complete an evaluation.